Event description:
It was reported that the high impedances (>40,000 ohms) were measured on all combinations with electrode #2 of the lead component of the patient's implantable neurostimulator (ins). X-rays taken showed the lead completely fractured about 1 cm above the lead/extension connection segment with migration observed. The patient was noted as being an avid golfer and the healthcare professional (hcp) was concerned that this activity may have caused the fracture. It was clarified that the patient golfed right handed, did not carry his golf bag, and golfed a few times a week in the (B)(6). Follow up information received from the healthcare professional reported that they were unsure as to the cause of the event but attributed it to the fractured lead. X-rays taken confirmed a fracture of the lead. The lead was replaced on (B)(6) 2012. The patient outcome was reported as no injury. Additional information received on (B)(6) 2012, indicated that the high impedances (>40, 000 ohms) were still measured on electrode #2 of the new lead. The hcp and company representative programmed the patient around the impedance issue. The patient received appropriate therapy sensory effect between 3 and 5 volts though it was noted that it was not as good as they would like though it was felt that this may be due to some medication issues. It was reported that the patient did have some dyskinesias but was due to the patient titrating the amplitude of the device therapy. If additional information in received, a follow up report will be sent. See also manufacturer's report # 3004209178201009285 for previous lead issue.

Manufacturer narrative:
Product ID 7482a51 serial# (B)(4) implanted: (B)(6) 2008 product type extension; product ID 3389s-40 lot# v565856 implanted: (B)(6) 2010 product type lead. (B)(4).

Event description:
It was reported that the patient experienced a jolt down the left arm when touching the device pocket last monday ((B)(6) 2012). The reporter stated they saw the patient the next day and both 0 and 2 contacts showed impedances >40,000 ohms. It was noted that the patient had not been golfing since device change out. It was reported that since the second replacement of the right lead, electrode 2 was still "open." Additional information received indicated that the patient was taken back to the operating room friday ((B)(6) 2012). It was noted that c/1, c/3, and 1/3 were the only "normal" contacts. The reporter stated that the physician reopened the device pocket, connected to an external device and all bipolars were "normal." It was also stated that the physician hooked back up to the device and all impedances were "normal." It was stated that the connection site at "ext/device" was the issue. The physician stated the setscrew for contact 2 was "somewhat loose' and found residue from tissue and fluid around contact 1. The lead was disconnected and reconnected. All impedances were found to be "fine." The patient was getting paresthesias and notable benefit.

Event description:
Additional information received reported that the issue was correct by retightening the set screws on the ipg. Following the revision the patient was doing fine. No products were explanted.

Manufacturer narrative:
(B)(4).